Event description:
It was reported that, "pt had bil tka on (B)(6) 2008. Pt scheduled appointment due to sudden patella pain and upon doctor visit, x-rays (B)(6) 2012 revealed patella component migrated baja. Dr (B)(6) scheduled surgery and he found that the patella component sheered off of the pegs. There was cement adhesion in peg hole to pegs and central region of patella component. The pegs were removed from holes and redrilled after patella surface was recut and a new a32 patella was cemented. Dr (B)(6) stated new patella was tracking great and pt is doing good."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.